Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation / investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation / investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure at an unknown date, the ceramic insulation at the distal end of the inner sheath broke off inside the patient. However, no fragment remained inside the patient since it was reportedly retrieved. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that part of the ceramic insulation at the distal end of the inner sheath is broken off and is missing. In addition, there are signs of corrosion and a hairline crack in the area of the seating of the yellow sealing on the main body. It cannot be conclusively determined whether the insulating insert was pre-damaged at some point in the past, whether the damage was caused during the reprocessing cycle preceding the incident, or whether it occurred during the actual procedure. This type of damage is typically caused by thermal and/or mechanical overload as a result of incorrect reprocessing methods and/or excessive force. Therefore, this event/incident was attributed to use error. The outer sheath, which was also provided for investigation, is not directly linked to the event and does not show any damage apart from some minor signs of use. For both items, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath and outer sheath without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.